Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from japan that during an unspecified surgical procedure, it was discovered that the ideal suture shuttle 90 degrees device was bent and broken when penetrating the first rotator cuff. The device was removed, and the second device was used for surgery. It was reported that there were no delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that the needle is broken. The rest of the device does not show structural anomalies. The device was sent to the manufacturer for further investigation. The manufacturer performed an investigation with the following results; the device received is broken since it was misused. No force test were performed but there is no reason to think that the device does not meet the force specifications. The problem was confirmed, the tip was broken. Functional: the device cannot be checked since it is broken. No dimensional issues were detected. No corrections are required, since the device was scraped. Our investigation team, which consists of engineering, production, qc and qa personals performed the investigation and this is their finding. See IFU for instructions on the use of these devices. According to the IFU instructions axial force must not be applied on the suture shuttle. In the precautions in the fij says do not apply axial or bending forces to the needle shaft. The description of this device it is clearly stated that the suture shuttle is to be used only for passing suture through tissues. In the contradiction section also warns not to use bone or other similar tissues. The instruction for use guides the right way of using the device. In all the above instructions, the device must be used with care and to follow the instructions. This device and the manufacturing processes have been validated and approved. As to our risk analysis report, the breakage of the device has little potential of injury. After reviewing all the above information, the description of the complaint and the information in the IFU, our investigation team concluded there was a misuse of the device that caused this failure. Root cause: misuse of the device. A manufacturing record evaluation was performed for the finished device (23p14), and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to misuse of the device. As per IFU; precautions; do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. Contraindications: do not use the ideal suture shuttle on bone or other similarity hard. Warnings: whether used arthroscopically or in open surgery, the ideal suture shuttle must be used under direct visualization. Instructions for use: read the instructions for use in its entirety prior to using the device. 1. Inspect the ideal suture shuttle and shuttle prior to use to ensure proper mechanical function. 2. Check to ensure proper function by deploying the shuttle loop through the tip of the instrument shaft. 3. Retract the shuttle loop into the needle tip of the shaft (at least 5mm). The ideal suture shuttle is now ready for use. Loading the ideal suture shuttle: 1. If the shuttle needs to be re-loaded into the device: a. Hold the device so that the thumb wheel is facing upward. B. Insert the loop end of the suture shuttle into the aperture distal of the thumb wheel. Advance approximately 8-10cm of the shuttle into the hole. C. Hold the shuttle firmly by pressing down on the shuttle on top of the thumb wheel. D. Pull the remainder of the shuttle firmly and slide the length of the shuttle along the handle below the thumb wheel into the shuttle loading slot, which runs on the side and length of the handle. E. Pull the shuttle firmly sideways into the shuttle loading slot until the shuttle ¿snaps¿ through the slot window and is loaded into the hollow handle of the device. F. Use the thumb wheel to advance the shuttle until the loop end protrudes out of the tip of the needle. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (23p14), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.